Event description:
It was reported that the patient had fallen a couple of times in the past and her pump had moved. The falls occurred approximately 4 months prior to the report. The patient saw the implanting doctor who checked the pump and said it was working normally. The patient currently did not have a physician and stated she is ¿in limbo¿. The patient¿s previous doctor did not want to fill the pump any longer due to the length of time the pump had been implanted and because the pump had moved. The patient¿s refill date was 2013-(B)(6) and the patient got her pump filled every 19 days. The patient¿s pump was to be filled 2013-(B)(6). The patient was concerned that her pump was going to go dry before that time. The patient was directed to contact her doctor to have the refill appointment moved up. The device system delivered dilaudid, morphine, clonidine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter, product ID 8590-1, lot# n163240, implanted: 2008-(B)(6), product type accessory. (B)(4).